Manufacturer narrative:
This report is submitted on april 15, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain, a skin irritation and magnet dislodgement during a MRI (date and tesla strength not reported). The magnet was placed back into correct position, under local anaesthesia, without surgical intervention. The implanted device remains.